Event description:
It was reported that shaft break occurred. A 15mm x 3.50mm nc quantum apex¿ balloon catheter was selected. When the device was advanced over an unspecified guide wire, it was noted that the shaft of the catheter broke before entering the patient's body. No patient complications were reported and there was no injury to the patient.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).